Manufacturer narrative:
Cont e1 phone number- (B)(6). Photo analysis- visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Physician reported broken prostheses. Physician later reported rupture and capsular contracture baker I. This record created for right side. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture and rupture was received on march 19, 2025 with lot number 3003404. Based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe. - rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported broken prostheses. Healthcare professional later reported rupture and capsular contracture, baker grade I. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported broken prostheses. Healthcare professional later reported rupture and capsular contracture, baker grade I. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.